Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident happened during surgeon second laparoscopic cholecystectomy of the day. Procedure carried out as normal and when it came to specimen removal surgeon placed the specimen in the bag, detached the strings and pulled the bag up through the incision site. The specimen was large and solid so surgeon inserted some spencer wells into the incision site next to the bag and opened them up to try and open the incision. He then pulled the bag with a lot of force to try and remove it from the incision site and the bag burst and left he specimen half in and out of the incision site. Surgeon said he has never had a problem with our bags and was probably down to him pulling so hard. There was nothing left behind in the patient and the specimen was removed. Confirmed there was no pieces of the bag missing. Patient status: no patient harm. Type of intervention: unknown.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident happened during surgeon second kaoarascopic cholecystectomy of the day. Procedure carried out as normal and when it came to soecimen removal surgeon placed the specimenin the bag, detached the strings and pulled the bag up through the incision site. The specimen was large and solid so surgeon inserted some spencer wells into the incision site nect to the bag and opened them up to try and open the incision. He then pulled the bag with a lot of force to try and remove it from the incision site and the bag burst and left he soecinen half in and out of the incision site. Surgeon said he has never had a problem with our bags and was probably down to him pulling so hard. There was nothing left behind in the patient and the specimen was removed. Confirmed there was no pieces of the bag missing. Patient status: no patient harm. Type of intervention: unknown.

Manufacturer narrative:
The tissue bag of the event unit was returned to applied medical for evaluation. The tip of the bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke due to the pressure that was applied to the bag during extraction. In the instructions for use (IFU), it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.